Event description:
Patient was undergoing an endograft repair of an abdominal aortic aneurysm. As the surgeon was advancing a 8.0 mm x 40 mm abbott fox plus angioplasty balloon, the surgeon noticed that the radiopaque markers were not in proper location. Both of the markers were together near the distal end of the balloon.(marker bands should indicate length of balloon.) The balloon was removed immediately from the patient and passed off the sterile field. The balloon was never inflated. Another catheter was opened and worked correctly.